Event description:
It was reported "during insertion, the peel-away sheath did not separate properly in 2 parts. There was no consequence for the patient." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed on the sheath extrusion and tabs. Visual inspection revealed that one side of the peel-away did not tear correctly. This resulted in the extrusion to separate towards the distal end. Microscopic examination confirmed the damage and revealed that the sheath was torn completely down one score line. The total length of the sheath measured 2 13/16", which is within the specification limits of 2 5/8"-2 7/8" per the sheath product drawing. The sheath outer and inner diameters could not be accurately measured due to the nature of the damage. Functional inspection could not be accurately performed due to the condition of the returned sample. A device history record review was performed and no relevant findings were identified. The report that a peel-away did not tear correctly was confirmed through complaint investigation of the returned sample. Visual analysis revealed that one side of the sheath did not tear as intended and separated from the rest of the extrusion. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.